Event description:
The customer initially reported that during an anterior resection, the knife trigger became stiff and would not return. The device was removed with no tissue damage. Another device was used to complete the procedure without incident. Nothing fell into the pt cavity and there was no pt injury. A photo included in the file by covidien (B)(4) showed that the device knife is missing. Although requested, no further info has been made available as to whether x-rays are available or have been taken.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete, a follow-up report will be submitted.